Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pt to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and sough assistance from her doctor as well as from an allergist.

Event description:
The customer stated that she has been using various skin "barriers" to help with site irritation while wearing pods. Though no detailed info about her skin condition was provided, the condition required that she meet with her doctor as well as with an allergist. Based on her doctor's recommendation, she will have to "take a break" from the system and go back manual injections. No product will be returned to eval.